Event description:
Pacemaker wire inserted through cordis during permanent pacemaker insertion. Upon attempt to d/c cordis, once pt was out of operating room and back in coronary care unit, it was noted cordis resisted being pulled out. Nurse noted hole in cordis and pt bled during attempt to remove cordis. Pt was returned to the operating room immediately for removal of cordis and insertion of a new pacer wire. No further bleeding noted. Pacer functioning without problems.